Event description:
The customer reported that blood units were being sent back, because of hemolysis in their rbc collections. The hemolysis was visible in the segments and the units. There was not a transfusion recipient or pt involved at the time of testing, therefore, no pt info is reasonably known at the time of the event. The disposable kits will be returned for investigation. This report is being filed due to insufficient info provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history records were reviewed. Nothing was found that was related to this event. Investigation: the run data files (rdf) for the procedures were analyzed. The signals in the rdfs did not indicate a conclusive cause for the hemolysis. No unusual system variable was identified and indications are that the trima accel system operated as intended. Eight units were returned to terumo bct for analysis. The hemolysis in the units ranged from 0.14% to 1.16% hemolysis. All frangibles on the bags were fully broken. A process assessment was carried out by a terumo bct field performance engineer. The red blood cell processing was observed at the customer site. It was found that operators would strip the tubing segments up to five times. Excessive stripping can contribute to hemolysis, so it was recommended that the number of times this is performed be reduced to 2 or 3. It was also observed that the rbc units were being packaged for shipment in insulated boxes with bags of ice in direct contact with the units. The aabb technical manual states that it is best practice to ensure that rbc units do not come in direct contact with ice to prevent hemolysis. Root cause: based on the process assessment, the hemolysis was likely due to excessive stripping of the tubing segments and thermal trauma due to the units being placed in direct contact with ice when packaged for shipment.

Manufacturer narrative:
(B)(4). A customer visit confirmed that the rbcs were being placed directly onto ice during transport thus causing rbc hemolysis. Lot number info: lot#: 11t2119, espir date: 11/01/2013, mfg date: 11/2011. Lot#: 12t1118, 12/01/2013, 12/2011. Lot#: 01u1122, 01/01/2014, 01/2012. Lot#: 01u2106, 01/01/2014, 01/2012. Investigation eval and corrective actions are in process. A follow up report will be provided.